Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump may not be delivering insulin due to blood glucose elevating even after a bolus delivery. Customer's blood glucose was 400 mg/dl. Customer did troubleshooting on her own by disconnecting and delivering a 5.0 unit bolus and states that insulin did not exit. Customer had symptom of thirst, frequent urination, headache and nausea. Troubleshooting was performed with agent to determine the reason for high blood glucose. Customer was not able to continue troubleshooting due to not having a tubing clamp. Customer reported of having a tubing clamp but was going out of town and would call back to continue troubleshooting.